Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pjj453, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2019 and suture was used. During the procedure, the needle popped off the suture into the patient. The procedure was completed by using a new box of suture from a different lot. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/22/2020. Additional information: h6. Additional h3 device evaluation summary: it was received for analysis thirty-two unopened samples of product code 8805, lot pjj453. The complaint sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of device issues captured in reports 2210968-2020-00171, 2210968-2020-00172 and 2210968-2020-00173. Analysis results have been included in follow up reports for each.